Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The purpose of this investigation was to examine the as-received implants. No destructive testing was carried out. The as-received component bone was attached to the acetabular shell. Both the femoral head and shell displayed scratching/damage; some of this damage may have been created during transport, as all implants arrived in a single plastic bag. Damage, likely introduced during extraction, was observed on the femoral stem. Areas of burnishing were also observed on the stem; these features are consistent with the loosening reported. No laser-markings were visible on the liner, indicating that it had likely been sterilized in an autoclave before being returned; this results in geometric change, limiting evaluation of surface features and wear.